Manufacturer narrative:
This report is being filed to provide additional information. Investigation: one set of a donation bag and a red blood cell storage bag connecting to aleuko reduction filter was returned by the customer to terumo bct. We did not receive a plasma bag. The segment tube of the red blood cell storage bag was placed in a conical tube and was centrifuged. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. In addition, the product concerned was weighed for the entire quantity after sterilization as well as after individual packaging to control the volume of blood preservative solution. No abnormalities were noted in the results of weighing.shipping testing, including the checks of particulate removal rates was performed on the reserve samples from the reported lot number. No anomalies were observed. All product conformed to the established specification. In regard to the reported lot number, it was investigated whether there had been similar complaints reported by other customers, and confirmed that the same incident associated with this lot number had not been reported by any other medical institutes as of october 17, 2018. Three reserve samples were visually examined and the solution volume and solution composition were tested with no abnormalities noted. There were no abnormalities inappearance and measured values conformed to in-house standards. Root cause: a definitive root cause for the observed hemolysis could not be determined.the color of a plasma bag or the rate of hemolysis could not be confirmed since the plasma bag was not returned for investigation. The reported incident may have occurred by acombination of the following common factors of hemolysis in blood products:1) there is a possibility of hemolysis if the blood of a donor has characteristics of red blood cellfragility.2) hemolysis is likely to occur if blood is contaminated with bacteria containing hemolysin.3) blood is gradually congealed and eventually hemolyzed when it is cooled below -3°c. There isa possibility of hemolysis due to this factor if the blood bag is locally cooled in the refrigerator.4) filtration time is extended because the filter is likely to be occluded, and furthermore, when red blood cells flow through such an occluded filter, physical stress on the red blood cells may cause hemolysis.

Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow up report will be provided.

Event description:
The customer reported that they had a unit of plasma derived from whole blood, post filtration, with a red tinge they believe is due to hemolysis. The unit is hemoglobin (hgb) s neg. Per the customer, they did not do a test for hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).